Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during the implant procedure, normal device and lead measurements were noted. One day post implant, there were out of range impedance measurements and issues with the sense and pace functionality in bipolar configuration for device l331/700327 and the right atrial (ra) lead. As a result, a revision procedure was performed. The device was explanted and replaced with device l331/700457, out of range impedance measurements, sense and pace functionality continued to be an issue in bipolar configuration. The second device was also explanted and replaced along with the ra lead. No adverse patient effects were reported.